Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient's previous implantable neurostimulator (ins) was replaced due to battery depletion. The cause of the high impedances was unknown, but they were first measured after the ins was replaced. The patient did not experience any falls or trauma. Impedances were not measured prior to the replacement and the patient was receiving effective therapy at that time. During the revision, both extensions were tested with an external neurostimulator (ens) and all electrodes had impedances greater than 40,000 ohms. Both extensions were replaced and the issue was resolved. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that high impedances of more than 40,000 ohms were measured after the implantable neurostimulator (ins) was replaced. The ins was replaced in (B)(6) 2017. The health care provider (hcp) was convinced the lead was put correctly into the ins during the replacement procedure since electrode 8 was working. High impedances were measured on electrodes 9-11 and normal impedances were measured on electrode 8. The patient had suboptimal therapy so a troubleshooting revision was scheduled.